Manufacturer narrative:
The alinity c processing module, serial number (B)(6), was considered the likely cause of the result issue as a single definitive part could not be determined and no troubleshooting was performed. A review of instrument service history for (B)(6) revealed no additional tickets associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review for similar complaints did not identify an increase in complaint activity related to the current issue. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), was identified.

Event description:
The customer observed a falsely elevated sodium result generated on the alinity c processing module for a patient. The result was not released out of the lab. The sample was repeated on another instrument, and a normal result was obtained. It was noted that the instrument gave an error code 5744 (r1 pipettor movement restricted at wash cup) around the same time the falsely elevated result was generated. The following data was provided: customer¿s reference range: 136 to 145 mmol/l. Sid (B)(6): initial result = 183 mmol/l; repeat result on another instrument = 143 mmol/l there was no impact to patient management reported.